Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter had allegedly tilted between thirty to forty-five degrees during deployment. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One image and two video loops were provided. The image shows a catheter from the right internal jugular above a denali filter that has been deployed. The filter is intact with a slight tilt to the right. The first video loop shows a deployed filter, and the second video is a contrast study demonstrating a patent vena cava with flow in the renal veins and an infrarenal placement of the inferior vena cava filter. There is a slight tilt to the right. Therefore, based on the image review, the reported positioning problem is confirmed, as the filter was noted tilt to the right. A definitive root cause for the positioning problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4: (expiration date: 11/2025). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter had allegedly tilted between thirty to forty-five degrees during deployment. There was no reported patient injury.